Event description:
It was reported that this right atrial (ra) lead exhibited low pacing impedance. Surgical intervention was performed and this lead was explanted and replaced. No additional adverse patient effects were reported. This device will not be returned.